Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Sample received in a sample container in wet solution. The lens is broken into five pieces: three optic pieces and two broken haptics. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis, and the reported complaint cannot be confirmed. The reporter stated the company lens model 4.260 intra ocular lens (iol) was replaced with a company lens model 5.280 iol. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company lens model 4.260 diopter lens was exchanged for an company lens model 5.280 lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise after one day post operative. It had affected the patient ability to perform the daily activities. The lens was exchanged for another company lens model 01 month 20 days following the initial procedure. After iol exchange the event was resolved, there was no permanent impairment or damage and no hospitalization was required. Additional information was received, health care professional suspects an error in the lens calculation.